Manufacturer narrative:
Shard penetration occurred. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent spinal fusion procedure on (B)(6) 2016 and topical skin adhesive was used. During the procedure, a shard penetration occurred when the surgeon broke the glass vial. There were no adverse patient consequences reported.

Manufacturer narrative:
To date, the device has not been returned. Photographic inspection was performed and no conclusion can be made. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 02/08/2016. It was reported that the patient underwent spinal fusion procedure on (B)(6) 2016 and topical skin adhesive was used. During the procedure, a shard penetration occurred when the surgeon broke the glass vial. The surgeon had to undergo blood borne disease exposure prophylaxis. (B)(4).